Event description:
The caller stated that the patient missed a refill. It was noted that the patient would get the pump refilled every 2-3 weeks because volume is too high which caller did not understand as it used to be every 90 days and the patient had the same type of pump previously. It was noted that the patient cancelled their refill appointment for tomorrow because the patient was in the hospital and not feeling well. The patient had fallen and hit her head and cut it open in their kitchen. It was noted that the patient was very weak and was having headaches and could not go in for the refill. The patient had went to the hospital and had stitches and x-rays. It was noted that the alarm would go off on (B)(6) and the caller was not sure what to do if the patient could not get a refill. The patient was reportedly released from the hospital on (B)(6) 2014 and the health care provider¿s office wanted her to go in that day for a refill but the patient was too sick and hurting really badly as she hurt her chest and fell and hit a rod iron railing from the kitchen to the family room. The patient's pump was intended to infuse dilaudid. It was later reported that the refill appointment that was missed was on (B)(6) 2014 and was due to the fall that occurred reportedly on (B)(6) 2014; however, initial information indicated the fall occurred on the provided event date. Due to the fall the patient received stitches above her eyebrow. It was the patient was ¿at the highest level¿ and they were filling the pump every three weeks to a month. The patient had heard their pump alarm ¿(B)(6)¿ and then again on (B)(6) 2014 but hadn¿t heard it anymore. It was also reported that ¿now that the pump has ran out of medication the patient is doing better.¿ the patient¿s legs were swollen like balloons and now her left leg was a ¿little bit¿ swollen and the other went down to ¿normal.¿ the patient could hardly walk and now she could walk a lot better. It was reported the patient didn¿t go through withdrawal. It was then reported the patient was ¿sleeping in the bathroom 24/7.¿ the patient¿s health care provider (hcp) wanted to fill the pump on (B)(6) 2014 but the reporter didn¿t know if the patient should get it refilled since she was doing much better without it. Possibly putting saline into the pump to infuse was discussed however it was not indicated as an action to be taken as of the date of the report. It was then reported the pump was ¿a big mistake¿ because it ¿got her body all out of proportion, it caused her to have multiple falls and she has damage from it.¿ the patient was now more alert, moved better, was more functional and her eyes were wide open. The patient wanted to be off the pump and have it removed but the reporter didn¿t want it to be removed and wanted it filled with saline instead and have the patient try that for a while.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct device information as the patient¿s device system at the time of the event (pump and catheter) are unknown due to a replacement that occurred in 2013 of their prior device that was previously incorrectly provided in the initial report. (B)(4)